Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31893. It was reported that the patient experienced ineffective therapy. Surgery occurred to address the issue. During surgery, the leads were found to be fractured. As a result, the leads were explanted and replaced to address the issue.